Event description:
It was reported that the device was used during a gall bladder procedure. The device misfired the clips. Another device ws used to complete the case. There was no consequence to the pt.